Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Device found to not be conforming; however, the out of specification condition was slightly under the minimal tolerance and it cannot be confirmed that this did not occur during attempted implantation. Furthermore, subsidence of the implant may have been the result of surgical technique. This report submitted january 19, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. During the procedure, the surgeon reamed and broached to a size 15 and upon attempted insertion of the 15mm stem, the implant subsided. He removed the stem and without additional reaming or broaching he attempted to implant a 16mm stem; which also subsided. The surgeon removed the stem and cemented another type of stem. There was no injury to the patient or significant delay to the procedure as a result.